Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) does not communicate with an electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. As received, the monitor was failed incoming testing. The cause for the failure was isolated to a thermally stressed u409 on the ca board. The root cause for the thermally stressed component could not be positively identified. No adverse event resulted from the defective monitor.